Event description:
Additional information received reported that the patient still had concerns with his device or therapy but had not sought further help.

Event description:
It was reported that the patient had ¿two machines.¿ the first did not work so he was sent a replacement and the second one was not working. The patient saw nothing on the screen. However, the patient put batteries in the programmer and it powered on. When the patient tried to communicate with the antenna he got a poor communication screen. The patient was then assisted with using the programmer and increased from 1.8 volts to 2.0 volts where he felt comfortable stimulation. The patient also reported a loss of therapeutic effect and that he was going to the bathroom ¿too often.¿ this started ¿about a week ago¿ when he got sick and started taking antibiotics. The patient had an infection was still taking antibiotics at the time of the report. A week later, it was reported that the patient had to ¿void too often and was trying to turn the machine up but could not get a reading.¿ the patient also had an overstimulation sensation. The patient was assisted with using the programmer and tried turning stimulation up but got a message saying that he needed to turn stimulation on. The patient turned it on and stated the ¿vibration¿ was too strong. The patient lowered to 1.7 volts and stated, it was comfortable. The patient insisted that he did not turn stimulation off. It was determined that the patient only had one program so he may need to be reprogrammed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28 lot# va005rs, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).